Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 06/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: the pump boots to the verify screen vibratory and audible features. A rewind, load and prime sequence were successfully completed with no issues. The pump was exercised for a 24hr duration period; no self-suspending occurred during this time period. No hypersensitive keys were observed on keypad. Pump was able to be manually suspended and manually resumed with no issues. The suspend feature was found to be fully functional and fully responsive. Investigators were unable to duplicate the reported complaint.